Event description:
Customer states his insulin pump has stopped working, he's stating no delivery. Customer was advised to call back when he was able to put batteries in his insulin pump in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.